Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 (type ii bone) in site #12. Primary stability was achieved and osseointegration was not achieved. Peri-implants and inflammation around implant was involved in the event. The implant was removed on (B)(6) 2011 due to pain, swelling and mobility. The patient's medical history reveals no significant findings.